Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01014. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that this colonovideoscope exhibited error e237 and e226 and froze in the middle of a diagnostic colonoscopy procedure. The procedure was prolonged for greater than or equal to 30 minutes while sedated. It was completed with an olympus back-up device. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from customer and the results of the legal manufacturer¿s investigation. The device was evaluated, and the customer¿s allegation was confirmed, the device has a b30 error (scope communication error) on image. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 minutes. However, the customer confirmed that the patient did not suffer any harm or injury.

Event description:
Additional information received from customer that confirmed procedure prolongation of 30 minutes while patient was sedated with propofol. The patient did not experience any injury or complications and was hemodynamically stable.